Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 22 of 28 reports. A customer reported that they were moving the monitor and the customer's back side bumped the patient¿s external ventricular drain (evd - unspecified limitorr) on (B)(6) 2019. The evd was broken where the transducer joins the drain. The evd needed to be replaced.